Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 05/08/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
"Customer reported: I was preparing to immunize a client in an outreach clinical setting. I applied the sol-care safety needle lds 25g x 1 inch needle to the hub of the immunization syringe and ensured it was secured. I pushed down the orange plastic safety glide to be adjacent to the barrel of the syringe. I held the syringe firmly in my right hand and I attempted to loosen the cap with my left hand. The cap on the needle felt stuck to the base of the safety glide and required me to use additional force to tug the cap off. When the cap gave it created enough pressure to push the needle down, and this resulted in the needle scratching my left palm. The cap of the sol-care safety needle lds 25g x 1 inch is comprised of thin plastic and it is tight to the needle. It is somewhat difficult to hold the cap and pull compared to other product that have a sturdier cap. This is not the first time the cap on this product has been resistent to being removed by me in practice, but it is the first time it popped off in such a way that it resulted in enough force to press the needle down and into my palm.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type - adverse event and product problem provided in the initial MDR [3014312726-2024-00226]. The previously reported was incorrect. The correct report type is product problem only.